Event description:
While attempting to advance guidewire through guide cath into right coronary artery, tip of pt graphix wire sheared off into artery. Attempt made to snare catheter tip with amplatz snare. Catheter tip snared into guidepath, but became loose and traveled into carotid artery. Attempts made to snare catheter tip from 1841 to 2022. Wire tip finally snared at 2022 and removed from pt. Pt received 115.1 minutes of fluoro and total of 675ml of IV contrast. Physician aware of fluoro time and contrast amount.